Event description:
It was reported that the foley catheter was difficult to inflate when the water was injected using syringe during pretest.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 2-way catheter with cut portion of inlet tubing. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Labelling reviews are not required as the reported event is unconfirmed. Correction: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to inflate when the water was injected using syringe during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.